Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on approximately (B)(6) 2017. Exact cgm and bg values were not provided, however it was reported that there was a difference of 30-40 and 80 points off. No additional event or patient information is available. No data was provided for evaluation. The reported inaccuracies could not be confirmed. A root cause could not be determined.